Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 of 4 on the home choice (hc). The technical service representative (tsr) determined that one of the white clamps on the organizer was open and not closed. The home patient (hp) was aware that if the line was connected to a bag the clamp should be closed. The tsr had the hp close all the clamps to bags/patient line/transfer set, cycle the power off/on, then the hc alarmed se 2367, cycled the power off/on, pressed go to start, at load the set and the hp removed the cassette. The tsr advised the hp to dispose of the current supplies connected and start over with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The technical service representative (tsr) determined that one of the white clamps on the organizer was open and not closed, and this use error was determined to be the cause of the reported condition. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.